Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the balloon malfunctioned on a patient in the intensive care unit. Per reporter, the patient had to be reintubated. No symptoms were alleged as a result of the device failure and reintubation.